Event description:
A healthcare professional reported that during a thrombectomy procedure, the distal part 5cm of an emboguard 87, 95 cm (product code: bg8795u, lot number: 9914821) was kinked. Additional event information was received on 02-may-2026 indicated that there was no damage to the packaging. There was no difficulty in removing device from packaging. The event did not result in any consequence or injury to the patient. There was no break in device integrity at the site of the defect. The surgical procedure was from the femoral artery. A 8f introducer sheath was used. The device was not able to reach the target position. No aspiration was attempted.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section b3 ¿ date of event: the date of the event was not reported. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.